Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
"Customer reported critical pump error or open book image error."

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Unable to perform the carelink upload due to critical pump error (open book image) alarm. [Per freger, mark ¿ r&d engineer: as per comlink3 log and detailed traces the open-book was generated since the critical pump error 63 (file/line=522/341) was triggered 3 times in a row. Pump error 63 was generated due to arm watchdog failure (1 st byte code = 0xc = 12) - suspecting hw issue.] Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display widow, scratched display window cover, scratched case, faded/stained serial number label, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. The pump did not have a battery installed when received. The original battery cap was received with the battery cap contact loose due to all 3 heat stake posts were broken. Please see below for the customer's daily total of all insulin delivered surrounding the date (B)(6) 2024 and the days prior to that date. On (B)(6) 2024, daily total of all insulin delivered = 182.4, on (B)(6) 2024, daily total ofallinsulin delivered = 181.65, on (B)(6) 2024, daily total of allinsulin delivered = 181.75, on (B)(6) 2024, daily total of all insulin delivered = 181.65, on (B)(6) 2024, daily total o fall insulin delivered = 181.375, on (B)(6) 2024 daily total of allin sulin delivered = 178.85. There were no daily total of all insulin delivered listed on the event date 14-sep-2024 in the pump history file. There were no boluses, daily total of all insulin delivered, auto suspend alarm or user suspended alarm listed on the event date 14-sep-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 14-sep-2024 in the pump history file. On (B)(6) 2024, 11:01:13.000 alarm alert notification. Fault number = hardware error alarm (63), on (B)(6) 2024, 11:01:17.000 alarmalertnotification. Fault number = hardware error alarm (63), on (B)(6) 2024, 11:01:43.000 alarmalertnotification fault number = hardware error alarm (63) on (B)(6) 2024, 11:02:09.000 battery removed, on (B)(6) 2024, 11:02:09.000 alarm alert notification, fault number = battery removed (84), on (B)(6) 2024, 11:02:11.000 alarmalertnotification, fault number = hardware error alarm (63), on (B)(6) 2024, 11:02:22.000 alarm alert notification, fault number = hardware error alarm (63), on (B)(6) 2024 ,11:02:52.000 alarmalertnotification, fault number = hardware error alarm (63), on (B)(6) 2024, 11:02:56.000 alarmalertnotification, fault number = hardware error alarm (63), on (B)(6) 2024 ,11:03:18.000 alarm alert notification, fault number = hardware error alarm (63), on (B)(6) 2024 ,11:03:22.000 alarm alert notification, fault number = hardware error alarm (63), on (B)(6) 2024, 11:03:55.000 alarm alert notification, fault number = hardware error alarm (63) on (B)(6) 2024 ,11:04:22.000 alarm alert notification, fault number = hardware error alarm (63). [Per freger, mark ¿ r&d engineer: as per comlink3 log and detailed traces the open-book was generated since the critical pump error 63 (file/line=522/341) was triggered 3 times in a row. Pump error 63 was generated due to arm watchdog failure (1 st byte code = 0xc = 12) - suspecting hw issue.]. Pump error 63 confirmed. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and motor. No damage noted on the force sensor. Critical pump error (open book image) alarm confirmed due to pump error 63 alarm. Critical pump error (open book image) alarm and pump error 63 alarm confirmed due to moisture damage on the electronic assembly. Unable to perform the functional testing due to critical pump error (open book image) alarm. Alarm-aa99-critical pump error confirmed. Alarm-a357-pump error 63 confirmed. Successfully utilized crest and thus to download history files, traces and comlink3 files. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Damage-battery cap confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.